Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (buzzing noise from monitor) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor.

Event description:
A (B)(4) male pt's daughter called in to zoll lifecor customer support to report that the pt's monitor was making a very loud buzzing sound. Support instructed the pt to remove the battery. The pt received a replacement monitor.